Event description:
A report was received from a surgeon who is planning on explanting a memory lens in the near future due to what is reported as a crack in the lens. Several attempts have been made to obtain more info. No further info is available at this time.